Manufacturer narrative:
Manufactures investigation conclusion: analysis of the submitted log files appeared to show the system operating as intended. The reported elevations in power and estimated flow could not be confirmed through this evaluation. A direct correlation between the reported events (tea-colored urine, neurologic dysfunction), log file findings, and heartmate ii left ventricular assist system (hmii lvas), (B)(6) could not be conclusively established through this evaluation. The submitted log files contain data from 10jul2020 at 12:44:14 through 10aug2020 at 21:15:13. Multiple low flow hazard alarms were captured on 12jul2020; however, review of the patient¿s complaint history found that these alarms were previously investigated. No additional atypical alarms were captured throughout the file. Overall, power ranged from 3.9-6.1 w, estimated flow ranged from 2.2-6.1 lpm, and average pulsatility index (pi) ranged from 2.0-6.8. Excluding the low flow events that were investigated, estimated flow remained at or above the 2.5 lpm threshold. No abnormal trends in pump parameters were observed. The pump speed remained above the low speed limit for the duration of the files. It was reported that the patient was admitted on (B)(6) 2020 from rehab with an acute change in mental status, lethargy, confusion, and right hand tremor. The patient was noted to be fully oriented upon arrival. A head CT (computerized tomography) showed no acute changes, only evidence of an old sah. The patient¿s recent sah was post mechanical fall. For the current neurologic dysfunction, lab work was normal with the exception of inr (international normalized ratio) of 3.6. Coumadin was held for 2 days and an eeg (electroencephalogram) was performed. A tte (transthoracic echocardiogram) showed high outflow velocities but no vad (ventricular assist device) obstruction. The neurology team felt that the confusion and tremor were likely due to delirium and deficits from the sah. The patient was treated with flexeril, trazodone, and clonazepam. Once weaned, the patient¿s mental status improved. The patient was discharged back to rehab in stable condition on (B)(6) 2020. It was reported that this event was not related to the device under study. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient ultimately expired on home hospice on (B)(6)2020 due to disease progression of heart failure (captured under MFR# 2916596-2020-05377). Heartmate ii left ventricular assist system (hmii lvas), (B)(6) was not explanted and was not returned for evaluation. The hmii lvas instructions for use (IFU) lists neurologic dysfunction as an adverse event that may be associated with the use of the hmii lvas, and also lists neurologic dysfunction as a potential late postimplant complication. The IFU provides an explanation of each of the pump parameters, including power and flow. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, this IFU explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. This document also outlines the recommended anticoagulation therapy and international normalized ratio (inr) range, and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists neurologic dysfunction as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿, also lists neurologic dysfunction as a potential late postimplant complication. Section 1 of this IFU provides an explanation of each of the pump parameters, including power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, this section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12sep2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced of the patient's CT images taken (B)(6) 2020 and previous subarachnoid bleed was reported under MFR# 2916596-2020-03670. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient was readmitted to the hospital due to having neurological symptoms of lethargy, confusion and right-hand tremor, the patient was fully oriented on arrival. Head CT showed no acute changes from the old images taken on (B)(6) 2020. Neurological evaluation done and with the impression that the above symptoms and delirium were related to the previous subarachnoid bleed in (B)(6) 2020 . The patient was treated with flexeril, trazedone and clonazepam. Once weaned, mental status improved. Patient discharged back to rehab in stable condition on (B)(6) 2020. No additional information provided.